Event description:
It was reported by dealer that the cross base is broke on the right near the seat rail at the weld on the cxe wheel chair. He stated the patient was in the chair at the time of the break, but was not injured.